Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 1 (vdd) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected resets or blank display anomalies noted during testing. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected cal not accepted anomalies, change sensor alerts, calibration anomalies or bg loop anomalies noted during testing. The correct test bg value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No sg anomalies noted during testing. No belt clip received with unit. Unit received with minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device had audio/beep anomaly. The device failed the audio test. They also had recurring hardware low level failure after pump reset. The customer¿s blood glucose was unknown. The device will not be returned for analysis.